Event description:
Pt reported obtaining back-to-back results of 115 mg/dl and 223 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Qc testing was not performed on the advantage system. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549239 with expiration date 11/30/07.

Manufacturer narrative:
The accu-chek comfort curve test strips are the suspect device.